Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a perforation and a pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation (a fib) procedure, a versacross connect for faradrive kit was selected for use. It was reported that the patient had a tortuous femoral anatomy, and also had some difficulties advancing the faradrive sheath and versacross rf wire. After the transseptal puncture access was completed, the patient's blood pressure dropped, and an effusion was noted on intracardiac echocardiography (ice). The procedure was cancelled, a pericardial drain was placed, and also the patient was sent to operating room (or) for a pericardial window. The patient was then admitted to hospital beyond standard of care, but fully recovered and was discharged. The device is expected to be returned for analysis. There was no effusion noted prior to the procedure. The physician believes he perforated the right ventricular with the ice catheter (zonare/accunav), appendage tip and not with the versacross rf wire. The physician also did not have tactile feel due to tortuous venous anatomy and small atria and perforated the appendage when flossing the septum, which was required due to a stiff septum (he also advances ice into left atrium (la) so he tries to loosen puncture for that). There was a loss of visualization on the appendage tip on ice. During perforation, the versacross rf wire, faradrive, and faradrive connect were inside the la.